Event description:
Patient went to the restroom while attached to IV tubing with leucovorin and irinotecan running. When patient exited the restroom, the pump began to sound. The registered nurse went over to check the pump and it states there was an occlusion. The registered nurse inspected the line and noticed there was some fluid coming out of the line attached to the leucovorin. The medication did not touch the patient, only the pump and ground. The pump was immediately paused and clamped. A new line was primed and attached to the patient. Damaged tubing was placed in a bag to sequester.